Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power connector was loose and detached.

Event description:
It was reported by the patient that the remote monitor was not receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord was sent for the patient to try, but the monitor has now been returned. The monitor did have a previous successful transmission. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor was not receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord was sent for the patient to try, but the monitor has now been returned. The monitor did have a previous successful transmission. No patient complications have been reported as a result of this event.